Event description:
Complainant alleged that while treating a patient the device prompted a "shock advised" message, however when the device attempted to charge to 120 joules, a "bridge test failed" messaged was displayed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.